Event description:
Event description boston scientific received information that the pacmaker was on occassion, for one beat, displaying atrial undersensing. This was displayed with undersensing of the p waves and the a pacing spike on the t wave. An electrocardiogram strip was sent into technical services for analysis, which confirmed this.